Event description:
Our affillate is reporting that during a shoulder procedure, the distal tip of a vapr se electrode broke off. The user states that there is a piece of the tip missing, however they do not know if it broke and fell off outside of the body or inside of the body. They are stating no patient consequences.